Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pneumopericardium was also identified at the time of incident.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of dizziness and pleuritic pain post implant. Parameters were checked and were noted to be stable, with the exception of a slight reduction in p-waves and thresholds had risen slightly. A CT scan suggested that the right atrial (ra) lead had dislodged from the right atrial appendage and perforated through the atrial wall into the pleural space. A pneuomothorax was also present. The lead was explanted and replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.